Event description:
Tower with high definition brought into room. Sd card inserted on previous patient and no pictures captured. Printed pictures were not available either so no documentation of findings of case could be obtained.